Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a bilateral deep vein thrombus (dvt) thrombectomy procedure using a penumbra system aspiration catheter 8 (cat8). During the procedure, the tip of the cat8 became kinked after use in the chronic and extensive dvt without a wire or separator. Therefor, the cat8 was removed and the procedure was completed using the same non-penumbra sheath and a new cat8. There was no report of an adverse effect to the patient.